Event description:
Discordant low immulite 2000 xpi ipth results were generated on one patient sample. The laboratory repeated the sample with same low results. The physician questioned the results and sent the sample to an alternate laboratory which generated higher and expected results. There is no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 2000 xpi instrument data. After evaluating the instrument data, the global product support specialist determined that the cause of the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.